Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 304mg/dl. The mother believes the insulin pump was malfunctioning, and the customer experienced weakness, vomiting, and stomach cramps. Initially, the mother stated that the device alarmed no delivery during bolus, and the infusion set was changed, but the alarms continued each time during a bolus. The mother stated that the paramedics were called and then he was taken to the hospital. Troubleshooting could not be performed as customer did not feel well to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.